Event description:
It was reported that this this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. Device data was sent to rhythmcare for review. X-ray was completed and confirmed the electrode had migrated. Device data review determined the r-wave amplitude was low. This device system remains in service. No adverse patient effects were reported.